Manufacturer narrative:
Device not returned to mfger. Pending.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leaking under the membranes". There were no reported adverse patient consequences.

Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded internal residual blood was present primarily between the silicone seal and body on one of the tego devices. No visual abnormalities observed on the second returned tego connector. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector (internal residual blood) leaked, failed and the second tego connector passed. The tego connector that failed was disassembled to perform additional analysis of the internal componentry. The results recorded internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leaking under the membranes". There were no reported adverse patient consequences. This is the mfrs. Follow up report to provide additional information and device return investigation findings. .